Manufacturer narrative:
(B)(4). Batch # m90x59. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed two conforming clips and one clip with gap; no scissored clips were formed. The instrument locked out as intended. No conclusion could be reached as to what may have caused the clip malformation. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # ni.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was not working properly - clips not forming, clips crossing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.